Event description:
This lead was capped and replaced due to a lead fracture. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.